Event description:
Major pump unit(s) involved: external control system failure.additional text: continual alarm wi yellow wrench & red interal battery alarm.specific component(s) involved: other component malfunction, specify.additional text:other component: power module.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of other component, specify.other intervention :implant device type: lvad.

Manufacturer narrative:
(B)(4)

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: other component malfunction, specify.